Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. The customer also reported the battery would not last for more than 12 hours on the insulin pump. Customer's blood glucose was less than 200 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. The customer also reported a blank display occurring on the insulin pump. Customer declined to troubleshoot as a replacement battery cap was being sent. Customer declined to return the product for analysis.